Event description:
The customer contacted the manufacturer's technical service to report that the nurse call station does not activate when the bed exit alarm is triggered, although it rings locally. Additionally, he noted that the bed lights do not turn on when the alarm is activated. There was no patient involvement.

Manufacturer narrative:
A preliminary declaration was submitted without final confirmation of the root cause. After multiple attempts by the manufacturer's technical service, the customer confirmed that the main board was replaced. As a result, this final report is submitted, confirming the successful repair and proper product functionality.